Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The sp monopolar curved scissors (mcs) instrument was analyzed and found to have a broken distal drive rod. The broken piece, measuring approximately 2.50mm x 77.14mm in size, was returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user noticed that the sp monopolar curved scissors (mcs) instrument tip "fell out." The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the user stated that the tip and pin socket were separated during inspection after use. No fragment fell into the patient and no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument was used for about 2 hours. There were no collisions with any other instruments or hard materials during procedure. The instrument was inspected prior to use and no damage was observed. There was no resistance felt upon removal of the instrument through the cannula. The instrument was straightened, and no damage was noticed after it being removed.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The provided image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the images provided appear to show an sp mcs instrument with a dislodged coupling with the distal drive rod attached. Fae indicated that this is not normal for the mcs instrument, and the pictures provided does not appear to show other signs of physical damage.